Event description:
The reporter stated a posterior capsule tear occurred during phacoemulsification and a vitrectomy was performed. A staar phacoemulsification machine was not used. The surgeon inserted a plate collamer lens model cc4204bf and the lens was removed. There were no other pt injuries. The surgeon used a three piece lens to complete the surgery.